Event description:
Patient brought into ed for complaint of several days of increasing shortness of breath. Patient transferred to our ER from another local hospital. She was given IV rocephin, zithromax, and lasix. She was intubated. Ed nurse noted decreasing oxygen saturation. At same time, the vent alarmed. Nurse contacted respiratory therapist and began manually bagging patient. Upon arrival, rt identified the problem: a float valve in the disposable heating chamber did not seal. Instead of shutting off flow of water for humidity, it reached a preset level and continued to flow, getting into the ventilator tubing. The rt disconnected the heater from the circuit, drained all excess water and reconnected patient to ventilator. Oxygen sats 98%. Patient transferred to ICU secondary to critical status related to disease, not product malfunction.